Event description:
A pharmacist contacted lifescan on september 19, 2007 on behalf of the lay user/patient and alleged that the patient's one touch ultra meter was giving the error 2 message. The medical affairs specialist called and spoke with the patient on september 25, 2007 and obtained further information. It was reported that the alleged issue first occurred in 2007, at approximately noon. The patient informed the mas that she had experienced blurry vision the same day at about 2:30 pm and that she usually experiencing that symptom when her blood glucose is low. Therefore, the symptom started after the reported issue began. She went to the pharmacy to get help with the meter and the pharmacist called lfs to report the issue. He also advised her to go home and administer whatever self treatment she takes for her low blood glucose symptom. The patient informed the mas that she drank orange juice to bring up her blood glucose level and felt better. At the time of troubleshooting, it was verified that this was not a new product. The patient's testing technique was reviewed to be correct. The error2 message occurred when the power button was pressed. This complaint is reported because the patient alleged that she became hypoglycemic after the reported issue began. Replacement products were sent to the lay user/patient.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.